Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a stomach gastroscopy procedure. According to the complainant, the physician was about to use the device when it was noted that "the wire appeared to be broken or not attached." The procedure was completed with another sensation micro oval snare. No patient complications resulted from this event. The patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
Exact patient age is unknown, but is over 18 years. (B)(4) for the reported event: wire broke. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found the finger ring assembly had deflected sideways out of the handle body, and the handle cannula had separated from the finger ring assembly. A functional evaluation could not be performed due to the condition of the returned device. The complaint was confirmed. Although the wire was neither broken nor separated, the finger ring assembly deflected sideways out of the handle body which caused the handle cannula and wire to exit from the finger ring housing. This failure could be confused with the handle being broken. After analysis of the returned device, it was determined that there is not enough information and evidence available to ascertain a root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a stomach gastroscopy procedure. According to the complainant, the physician was about to use the device when it was noted that 'the wire appeared to be broken or not attached.' The procedure was completed with another sensation micro oval snare. No patient complications resulted from this event. The patient's condition was reported to be stable following the procedure.